Event description:
During attempted colostomy closure, instrument malfunctioned resulting in injury to rectal stump. Colostomy closure had to be abandoned. At present, it is not known if there is adequate tissue to attempt closure in the future. Instrument was heard to sound like grinding as it was being used.